Manufacturer narrative:
Continuation of concomitant products: product ID: 8731sc, lot#: 0217243384, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump. It was reported the patient reported increasing spasticity and itching. On (B)(6) 2021 device interrogation revealed no abnormalities. An x-ray on (B)(6) 2021 revealed catheter migration. The pump was reprogrammed on (B)(6) 2021 where the baclofen was decreased from 166 to 150mcg/24 hours. On (B)(6) 2021 the pump was reprogrammed where the baclofen was decreased from 150 to 125mcg/24 hours. On (B)(6) 2021 the pump was reprogrammed where the baclofen was decreased from 125 to 100mcg/24 hours. On (B)(6) 2021 the pump was reprogrammed where the baclofen was decreased from 100 to 80mcg/24 hours. On (B)(6) 2021 the catheter was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter dislodgement and the clinical diagnosis was increasing spasticity. The event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported/anticipated.